Manufacturer narrative:
Additional information: h10 - initial MDR should be disregarded as it is n/a. Reporter later clarified lens reported was a replacement lens with no complaint. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -12.00 diopter implantable collamer lens into the patient's eye. The surgeon notes the lens was implanted upside down and the lens was explanted. If additional information is received a supplemental medwatch report will be submitted.